Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness was within specification. Observed a missing piece of shell assessed as inconclusive. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: a3a; d9; h3; h6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b6, d1, d2a, d2b, d4, d6b, h4, h6.

Event description:
Physician reported implant rupture. Device has been explanted. This relates to the right side.

Event description:
Physician reported implant rupture. Device has been explanted. This relates to the right side

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.